Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 390  mg/dl, while wearing the pod between 4 and 24 hours. The patient reported being unsure if the cannula was properly seated when it was removed from the infusion site. For treatment, the patient changed out the pod for a new pod.

Manufacturer narrative:
Download data showed no timeouts or drive stalls and no alarms were generated. The bottom housing and e-seal were inspected and no damages or defects were observed. No damages or defects were observed that would indicate an improper insertion of the soft cannula. The cause of the reported event could not be determined.